Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2006 with an accolade tmzf hip stem and lfit anatomic v40 femoral head. It is further alleged that the patient began experiencing discomfort in the area of her device; as symptoms persisted, additional diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine and as a result the patient was revised.